Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb pin(s) from j3 are damaged. Pictures were taken. Receiver charges and boot up was performed and failed due to usb pin(s) from j3 are damaged. Opened receiver case for internal visual inspection and passed. The log was not downloaded because usb connector was damaged. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.